Event description:
It was reported by service report that the nurse call cable had bent pins and would not plug into the wall. Nurse call was not functional. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.